Event description:
It was reported that the patient had high impedances on both leads. To address the issue, the leads were replaced with a paddle lead via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that although each lead had a single impeded electrode, it did not impact therapy. Both leads were replaced electively.